Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the comb was damaged. It would not accept cutters. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(6) six times as documented in the repair reports. The last repair was (B)(6) 2015 where it was reported that the device was broken and the ball detent, roller, worn bushings, worn side plates, and gears were replaced and the ratchet was repaired. This is not a related issue. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the comb was bent. The roller, side plates, handle, and roller gear were all damaged. The 1.5:1 ratio cutter, serial number (B)(4), and the 4:1 ratio cutter, serial number (B)(4) both produced a failing sample mesh and were deemed non-repairable. The calibration and sample mesh were not able to be taken due to the damaged comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gear, and handle. Skin graft mesher, serial number 02543, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was bent. While the service technician confirmed that the comb was damaged, it is unknown from the information provided how the comb became damaged. Therefore, the root cause of the comb being damaged cannot be specifically determined. The issue was resolved with the replaced roller, worn bushings, worn side plates, damaged comb, gear, and handle. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.